Manufacturer narrative:
The reported events of inadequate capture and unspecified sensing issues were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found no anomalies on the lead. X-ray inspection found the inner coil over-torque at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricular lead exhibited fluctuating sensing and pacing threshold post fixation despite stable fluro position. The lead was removed and replaced. The patient was in stable condition.